Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade 3/4.

Event description:
Healthcare provider reported "3/4¿ capsule," and "synovial metaplasia."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "ongoing issues with textured implants" and pain for the left side. Device has been explanted. Healthcare provider later reported "implant seromata. Implant folding irregularity."